Manufacturer narrative:
Two used devices were returned for evaluation; no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned samples were tested and a leak was observed at the y-clave on both samples. The probable cause of the leak is from an incomplete insertion during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a smallbore pressure infusion extension set and it was reported that leaking was noted from the side port during infusion of pre-meds before chemotherapy. The event was detected prior to direct patient use. The device was changed without further problems encountered. There was patient involvement, no patient harm.